Event description:
It was reported that this pacemaker entered into safety mode and declared an alert for that state. The pacemaker has been explanted at this time and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
Correction of: outcomes attrib to adv event, b2 field. Upon return safety mode was confirmed and noted to be due to power on resets. The memory was found to be completely invalid. Accolade firmware was downloaded into the memory and the pg then operated normally. Communication and testing through telemetry connections were normal; the pg stayed in primary operation during testing. Hybrid current drains were normal. Analysis of the battery at the battery lab found no issues with the battery. The cause of the invalid memory and safety mode could not be established. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker entered into safety mode and declared an alert for that state. The pacemaker has been explanted at this time and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Correction of: outcomes attrib to adv event, b2 field. Upon return safety mode was confirmed and noted to be due to power on resets. The memory was found to be completely invalid. Accolade firmware was downloaded into the memory and the pg then operated normally. Communication and testing through telemetry connections were normal; the pg stayed in primary operation during testing. Hybrid current drains were normal. Analysis of the battery at the battery lab found no issues with the battery. The cause of the invalid memory and safety mode could not be established. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker entered into safety mode and declared an alert for that state. The pacemaker has been explanted at this time and has been returned for analysis. No additional adverse patient effects were reported.